Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the returned device had bent laminates. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over indicated tissue thickness. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction the bent laminate will scrape along the inside of the channel adapter leaving behind score marks. The user may find this retraction to be difficult or impossible. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had an unknown issue. Another handle was used to complete the case. There was no patient injury.